Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: lymphoma-alcl-suspected. Date of alcl diagnosis: (B)(6) 2017.

Event description:
Patient representative reported left side ¿diagnosed with bia-alcl,¿ ¿worried about the risks they face,¿ and ¿anxiety.¿ patient representatives additionally reported patient ¿suffer from mental stress" "worry, humiliation" and "other personal and financial hardship,¿ not related to the device. Pathological markers confirming alcl have not been received. The device has been explanted.